Manufacturer narrative:
In an effort to understand and accurately charcterize bridgepoint medical device involvement, (B)(6) contacted both dr. (B)(6) {on (B)(6) 2011 @ 5:20 pm (25 minutes)} and visiting (B)(6) ((B)(6) hospital) {on (B)(6) 2011 @ 10:40 am (10 minutes)} who attended the case. Both attending physicians agreed that the complication was not attributed to the bridgepoint medical crossboss catheter or any bridgepoint medical product.

Event description:
The death of a (B)(6) female pt was reported by dr. (B)(6). The pt was being treated for a chronic total occlusion of the rca with the bridgepoint medical crossboss catheter, stingray catheter and stingray guidewire being used to successfully cross the occlusion. During the initial advancement of the crossboss catheter, the catheter was thought to have cannulated a side branch in the proximal portion of the vessel. A confianza pro 12 guidewire was used to re-direct the crossboss catheter and it was advanced to the distal vessel beyond the cto in the subintimal space. The crossboss catheter was removed and the stingray catheter was advanced over the wire to the distal target. Re-entry into the true lumen was successful with the stingray guidewire. The bridgepoint medical devices were exchanged and the vessel was then dilated with a conventional balloon catheter. A radiographic contrast (dye) injection was delivered to the proximal rca. A small perforation was observed in the proximal vessel in proximity to the area of crossboss catheter side branch cannulation and confianza redirection. No action was taken to resolve the perforation as the magnitude of the dye blush was not significant enough to warrant intervention. Two bare metal stents were deployed in the distal vessel. During stent deployment the perforation resolved as seen via angiography. An echocardiogram was performed and a small pericardial effusion was observed suggesting the perforation was not significant, had sealed and was not bleeding into the pericardial sac. A third stent was deployed and a dye injection was performed. The stent deployment created a significant perforation with free flowing dye into the pericardial sac. The location of this second and larger perforation was not in the same location as the first small perforation. The pt's blood pressure dropped due to cardiac tamponade. Heparinization was reversed using protamine and pericardiocentesis was performed. A total of 1.5 liters of blood was drawn from the pt. The pt's blood pressure quickly returned to normal. A covered stent was deployed spanning the section of stent - induced perforation thus sealing the perforated artery. Immediately after the procedure the pt suffered a significant stroke. The pt never recovered and died four days post-procedure.